Event description:
The pt received his scs system on (B)(6) 2005. It was reported that the pt felt pain behind the ipg pocket site. He stated that he has had multiple ultrasound and lithotripsy procedures for kidney stone treatment during the last yr. He was prescribed allopurinol to control the cause of the kidney stones. He reported that behind the ipg site it felt like a muscle spasm. He stated that upon standing, the pain starts at the battery and moves up his back and down his leg. F/u on the pt found that he had turned stimulation off and was scheduled to have scans taken. The pt reported that the pain behind the ipg site had diminished but was still present.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.